Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, the patient underwent an initial lumbar fusion and placement of pedicle screws due to lumbar stenosis. Intra-op, the tip of the driver sheared off in the right l5 pedicle screw while trying to do a final advancement and adjustment. The patient had very dense sclerotic bone. The tip was unable to be removed and remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis- visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The pin that connects the retaining ring to the center shaft has been sheared. The above findings are consistent with torsional overload. Product image review: submitted images appear to display distal tip of the driver sheared off, with the shaft bushing pin sheared off as well. If information is provided in the future, a supplemental report will be issued.